Event description:
During a cryoablation procedure performed in (B)(6), air was noticed in the flexcath steerable sheath (catheter introducer). The procedure was completed and there was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.